Manufacturer narrative:
Should additional information become available this event will be updated.

Manufacturer narrative:
Subsequently this device was returned. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was found outside of the patient pocket. The device had migrated and eroded through the skin. A procedure to extract the device and leads was performed. During the procedure the surgeon kinked and perforated the subclavian vein, which required a blood transfusion. A part of the lead remained in the patent due to this complication. It was reported that there have been no effects on the patient with inappropriate therapy, no infection, and no medical complications.